Event description:
It was reported that the patient had a history of oversensing of noise resulting in pacing inhibition on the right ventricular lead for over a year. The noise could be reproduced in clinic with isometrics. The patient was asymptomatic. The device was programmed to a fixed sensitivity to prevent inhibition. During an in-clinic device check, the lead also exhibited high capture thresholds. The lead was capped and replaced during routine device change out procedure. There were no adverse to the patient. The patient was stable post procedure.